Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an audible alert was triggered due to high and undefined pacing impedance on the right ventricular (rv) lead. The lead also exhibited increased and high pacing threshold and interference, and a loss of capture at high levels. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.